Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Struts along the proximal end lifted and bunched. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 100mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-jul-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross lesion due to heavy calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.